Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a low anterior resection on (B)(6) 2013 and a reservoir was connected to a drain that was placed in the abdominal cavity. The surgery was completed successfully. After the patient was in a room for two hours, it was found that the reservoir did not suction at all. The surgeon removed the reservoir, and cut end of the drain without connecting another reservoir. Then, the drain suctioned properly. There was no adverse consequence to the patient. Later, the sales rep confirmed that the reservoir could be locked and unlocked, so it was suspected that the doctor may have forgotten to unlock the reservoir.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.